Event description:
Info received from affiliate. An eye care professional reported pt with infection and purulent discharge. A culture was taken and the results were found to be negative. Additional info was requested but not received.